Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated noise. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5054 lead implanted on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic). One of the non-sustained ventricular tachycardia episode was suggestive of noise. Episodes of crosstalk and far field r-wave (ffrw) oversensing were also confirmed. Ventricular sensitivity was adjusted. Noise was noted in the atria and ventricles at the same time, and electromagnetic interference was suspected on the device. The implantable pulse generator (ipg) system was explanted and replaced. No patient complications have been reported as a result of this event.